Manufacturer narrative:
This is a definitive report. This case was reported from a pharmacist. The event was reported in a spontaneous case report of clenafin as one of the medical histories. The reporter did not provide any evaluation in term of the event. Company comment: the product name of sodium hyaluronate preparation was not identified in the report. Even if the product was artz/artz dispo, all of our product batches passed with the release test including the sterility test before the product release. It was therefore considered that the product quality was not related to the septic arthritis. Note that no additional information would be available, since the reporter refused to cooperate investigations completely and we didn't have any other clues. We selected the code of (B)(4) (appropriate term/code not available) for manufacturer evaluation conclusion code because the reported adverse event was not listed in the package insert and concerned lot number was not available.

Event description:
Unk - a female patient, who is (B)(6) as of 2019, received an injection of hyaluronic acid preparation to knee for osteoarthritis. She had septic arthritis. She recovered. 2019-unk - she received clenafin. (B)(6) 2019 - she had white skin around nail and stopped clenafin. Her white thickened skin was resected and she recovered. (B)(6) 2019 - she received clenafin again.